Event description:
The customer reported that the monitor keeps going blank or has lines all over it.

Manufacturer narrative:
(B)(4): the customer reported that the monitor keeps going blank and has lines all over it. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.